Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A sample photo that was provided by the customer is awaiting review as part of the complaint investigation.

Event description:
The event occurred at 09:20 am and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The device was reported to have leaked a small droplet of fluid (most likely carboplatin) that seeped out at of the back of the filter. The patient noticed a small amount of fluid on the arm of their chair and wetness around the filter disc in the line at the end of the infusion. The patient was undergoing intravenous treatment with paclitaxel and carboplatin. Patient had a central venous access device (cvad) which was accessed with no issues and good blood return. The first drug (paclitaxel) was given over 3 hours with no issues noted. The second drug (carboplatin) was commenced and given at a 45min rate. After the leakage was identified, the infusion was ceased. The patient had received all of the medication except what was left in the line. The line was clamped and a normal saline flush was used to emulate the leak, and again seepage was noted to be coming out of small holes at back of the filter. The patient was not otherwise affected and a chemotherapy spill protocol had followed. The device was in use for 3 hours and 45 minutes. There was no delay in therapy and no adverse event/human harm reported as a result of this event.

Manufacturer narrative:
A photo was returned by the customer showing the inline filter. No visual damages or anomalies noted. No leakage observed. The reported complaint could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.